Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation observed the keypad to have a stuck key. When turning on the pump, any key that was pushed would have a double entry displaying the letter "v" due to the #8 key being stuck. The symptom was confirmed through causality of a failed keypad, which was replaced to correct this condition. Additional information: self-activation or keying, failure to sense.

Event description:
It was reported that a spectrum pump had the symptom "key pad 8," which was clarified during baxter's evaluation as a repeated/duplicate keypad output. It was also reported there was no patient injury.